Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device failed the leak test and had an issue with the image; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the cysto-nephro videoscope failed the leak test and had an issue with the image. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.